Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) opened the pocket of the pump. It was seen that the catheter was cracked. It was further stated that after the crack there was an abrade point in the catheter after the strain relief collar. The end of the catheter was changed. Patient was noted as "doing fine at the moment". Drugs delivered via the device were morphine 30mg/ml and clonidine 500mcg/ml. Additional information has been requested; a follow-up report will be sent when it is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model 8709, lot# b0307768k, serial# unk, implanted: (B)(6) 2005, explanted: (B)(6) 2012. Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Analysis of the catheter revealed no significant anomaly. The catheter body had dried drug or blood occlusion that could be broken loose; no leaking was seen. An indent was seen down in the cup of the sc connector, however it did not affect infusion. The crack did not go through the lumen.